Manufacturer narrative:
IFU was reviewed and it includes hypotony as a known complication and adverse reaction. The device history record for the lot reported was reviewed for compliance and no issues were observed. The product was manufactured, tested, and released in compliance with our approved procedures. Although the patient was reported to have a deep chamber, dr. (B)(6) patient is doing fine.

Event description:
Dr. (B)(6) reported that a patient has iop of 3-4 at month 3. The doctor stated that she is doing fine with a deep chamber so he is not worried about the patient.